Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided.

Event description:
On 2024-05-02 complaints forwarded publication entitled: "percutaneous repositioning of impella rp: the snare¿manoeuvre¿prolapse technique¿a case report" in which a bipella patient (5.0 sf case (B)(4)) and rp placed to support a 49yo male. The rp was seen to be out of position "fluoroscopy demonstrated that the impella rp catheter had ¿fallen back¿ into the right ventricle. Multiple attempts at manual manipulation were unsuccessful, and we elected to use snare-assistance to maneuver the pump." This method was effective and rp and 5.0 remained on until the patient expired when the family withdrew care.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.